Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient received a resolute integrity rx drug eluting stent. Patient has edema, has developed a rash and has acid reflux.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.